Event description:
It was reported that an alert was observed on this implantable cardioverter defibrillator (ICD) system for a high out of range shock impedance measurement. The products remain in-service. No patient symptoms or adverse patient effects were reported.